Manufacturer narrative:
The insulin pump was received with intermittent buttons due to unlocked connector at lcd board. Device was received with cracked case at lcd window corners,reservoir tube and battery tube threads. The device was received with broken reservoir tube lip. The device was received with scratched lcd window and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.